Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump lost time and date. Additional information was not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/21/2014: the device was returned to animas and evaluated by product analysis on 05/20/2014 with the following results: no timekeeping discrepancies duplicated. The black box shows time and date resetting to default following a call service alarm. A timekeeping accuracy test was performed; the pump was keeping time accurately. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 23 hours; when pump powered on it had maintained time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The correct return date for the pump is (B)(4) 2014.